Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a cgm (dex 076) issue. Patient does not remember if sensor was missing before insertion and does not know if sensor wire is still stuck in his abdomen . Advised patient to call hcp to evaluate skin site for wire placement there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.